Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate (B)(4) has been listed as sandoz is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the button to deliver medication doesn't go down all the way and is unsure if delivered all of medication with a bd pen ii omnitrope pen 5 1.5ml. The following information was provided by the initial reporter: it was stated that: ¿moc called in to say the pen was spinning (the spring) when administering the medication. She said that when she pushes the button to deliver the dose, the pen spins and doesn't go all the way down, so she's not sure it's delivering the whole dose. She just switched over to omnitrope in (B)(6) 2019 and has been using this pen since then. This pen was working fine at first. It just started malfunctioning recently. She said that the omnitrope pen feels flimsy compared to the pens she has used in the past (they were using humatrope and genotropin in the past). The patient feels more pain with the omnitrope pen than with the other pens because it takes more force to give the injections with the omnitrope pen than with the other pens.

Manufacturer narrative:
H.6. Investigation summary: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see section h.10.

Event description:
It was reported that during use the button to deliver medication doesn't go down all the way and is unsure if delivered all of medication with a bd pen ii omnitrope pen 5 1.5ml. The following information was provided by the initial reporter: it was stated that: ¿moc called in to say the pen was spinning (the spring) when administering the medication. She said that when she pushes the button to deliver the dose, the pen spins and doesn't go all the way down, so she's not sure it's delivering the whole dose. She just switched over to omnitrope in (B)(6) 2019 and has been using this pen since then. This pen was working fine at first. It just started malfunctioning recently. She said that the omnitrope pen feels flimsy compared to the pens she has used in the past (they were using humatrope and genotropin in the past). The patient feels more pain with the omnitrope pen than with the other pens because it takes more force to give the injections with the omnitrope pen than with the other pens.